Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus".

Event description:
It was reported that the customer delivered a bolus before a meal and approximately 2 hours later, the blood glucose (bg) was 66 mg/dl. Juice was consumed to address the bg level. The cause of the low bg was not known. Tandem technical support advised the customer to discuss the event with a healthcare provider.